Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: asku.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for estradiol (e2). The sample initially resulted as > 3000 pg/ml. The sample was repeated, resulting as 112.1 pg/ml. The sample was repeated a second time, resulting as 115.1 pg/ml. The repeat results were believed to be correct. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The e2 reagent lot number and expiration date were asked for, but not provided. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.